Event description:
Intra-aortic balloon (iab) therapy was started on (B)(6) 2019 in a patient with history of cardiomyopathy and presented for failed lvad (left ventricular assist device) and cardiogenic shock. Catheter was attached to an arrow auto cat wave intra-aortic balloon pump(iabp). Respiratory therapist (rt) called to patient room on (B)(6) 2019 at 02:50am after the pump alarmed. The respiratory therapist (rt) found blood in the tubing and the helium line was immediately clamped. The doctor removed the balloon catheter shortly afterwards. A new balloon catheter was inserted to continue therapy. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d4, g4, g7, h2, h3, h4, h6, h10. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 23.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was confirmed at the inner lumen separation. The condition of the iab as received indicated a break in the inner lumen. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
Intra-aortic balloon (iab) therapy was started on (B)(6) 2019 in a patient with history of cardiomyopathy and presented for failed lvad (left ventricular assist device) and cardiogenic shock. Catheter was attached to an arrow auto cat wave intra-aortic balloon pump(iabp). Respiratory therapist (rt) called to patient room on (B)(6) 2019 at 02:50am after the pump alarmed. The respiratory therapist (rt) found blood in the tubing and the helium line was immediately clamped. The doctor removed the balloon catheter shortly afterwards. A new balloon catheter was inserted to continue therapy. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.